Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer states they also had failed battery test. The customer's blood glucose level at the time of incident was 183mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The customer declined to accept continuation of therapy pump at this time.